Event description:
Seven months after receiving cochlear implant, this pt developed a severe skin flap infection that led to necrosis. Therefore, the device was explanted in 2005. There are no plans for reimplantation at this time.